Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water channel was clogged. The bending section cover had a leak. The scope connector water mouthpiece was loosened. The control unit had water leakage. The light guide cover lens was cracked. The acoustic lens was damaged. The air /water nut and suction cylinder nut were damaged. The scope cover and scope body were scratched. The up/down knob/knob torque was less or specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water channel on the evis exera ii ultrasound gastrovideoscope was blocked. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end and a stain entered inside the lens through the gap. This report is to capture the reportable malfunction of the gap of adhesive on the distal end and a stain entered inside the lens through the gap noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the device manufacture date. See updated sections.

Event description:
Additional information was received from the reporter. The scope did not work properly, and the facility washed the scope again. The suction and blow worked, but not as strongly as normally. The endoscopy procedure was finished with the same device with no surgical delay, but the doctor noticed that the power was clearly less than usual.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in adhesive on the distal end likely occurred from the user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.